Manufacturer narrative:
(B)(4). This product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead underwent a procedure to implant an epicardial left ventricular (lv) lead. During the lv lead placement, the patient went into ventricular tachycardia (vt). The physician attempted to deliver a shock through the device, and a code 1006 was observed, indicating high voltage had been detected on lead during charge. The device was subsequently interrogated and exhibited out of range pacing and shocking impedance measurements and noise. This was suspected to be due to electromagnetic interference (emi). It was noted via chest x-ray that the lead did not have any slack. A manual capacitor reformation was performed, which again showed a code 1006. Further rv lead evaluation produced pacing impedance measurements of greater than 3000 ohms, and shock impedance measurements of greater than 200 ohms, as well as loss of rv capture. Additional information was requested from the field, but no additional information was available. The device and lead were later explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead underwent a procedure to implant an epicardial left ventricular (lv) lead. During the lv lead placement, the patient went into ventricular tachycardia (vt). The physician attempted to deliver a shock through the device, and a code 1006 was observed, indicating high voltage had been detected on lead during charge. The device was subsequently interrogated and exhibited out of range pacing and shocking impedance measurements and noise. This was suspected to be due to electromagnetic interference (emi). It was noted via chest x-ray that the lead did not have any slack. A manual capacitor reformation was performed, which again showed a code 1006. Further rv lead evaluation produced pacing impedance measurements of greater than 3000 ohms, and shock impedance measurements of greater than 200 ohms, as well as loss of rv capture. Additional information was requested from the field, but no additional information was available. The device and lead were later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage. A cut was noted in the outer insulation, which severed the distal high voltage cable approximately 19 centimeters (cm) from the terminal pin. There was also evidence of melted material at the cut location. It appeared the cut may have been associated with removal of the suture sleeve, as a similar cut was noted on the returned suture sleeve. The reported high impedance measurements, noise, and loss of capture were likely the result of the lead damage observed by the laboratory.